Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced intermittent communication when attempting to charge the ipg. Surgical intervention was undertaken during which the ipg was explanted and replaced with a non rechargeable model.